Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "in recent weeks, the needles have been bending very easily, which was not the case before. It makes it difficult to remove the stylet, which rubs against the needle, and to insert the catheter."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "in recent weeks, the needles have been bending very easily, which was not the case before. It makes it difficult to remove the stylet, which rubs against the needle, and to insert the catheter."